Manufacturer narrative:
A visual evaluation of the returned device found that the guide catheter was detached from the pull wire. The detached guide catheter, the push catheter and pull wire was kinked and bent in several locations. A functional evaluation for stent deployment could not be performed due to the condition of the returned device. The condition of the returned complaint device was consistent with the reported event of guide catheter broken. Based on the product analysis, most likely some operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the catheters. Bound by kinks and bends, the device would become unable to deploy the stent. Continued effort to deploy the stent likely caused detaching of the guide catheter. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.  A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) performed in the bile duct on (B)(6) 2016. According to the complainant, during stent deployment, the guide catheter became stuck inside the stent and they attempted to shake the guide catheter off the stent. The guide catheter remained stuck inside the stent, became detached and dropped into the duodenum. The detached guide catheter and the stent were removed from the patient with the use of a snare. The procedure was completed with a second flexima rx biliary stent. There were no patient complications as a result of this event and the patient's condition at the conclusion of the procedure is reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) performed in the bile duct on (B)(6) 2016. According to the complainant, during stent deployment, the guide catheter became stuck inside the stent and they attempted to shake the guide catheter off the stent. The guide catheter remained stuck inside the stent, became detached and dropped into the duodenum. The detached guide catheter and the stent were removed from the patient with the use of a snare. The procedure was completed with a second flexima rx biliary stent. There were no patient complications as a result of this event and the patient's condition at the conclusion of the procedure is reported to be stable.